Manufacturer narrative:
Additional information was received. Section b7 was updated. Section d2 was corrected. Per the patient¿s medical records, the patient developed progressively worsening exertional dyspnea and fatigue, which was worsening over the past 1 year and more significant over the past 6 months. The patient¿s permanent pacemaker (ppm) was upgraded to biv. Tee approximately 4 years and 6 months post implant showed the 29mm sapien 3 valve within an annuloplasty ring in the mitral position. The trans-mitral mean diastolic gradient was 5.8 mmhg at 69 bpm. There was mild-moderate intravalvular regurgitation and no perivalvular regurgitation. Approximately 1 month later, CT showed a frozen leaflet of the mitral valve prosthesis. Approximately 1 month later the patient had a second 29mm sapien 3 valve implanted within the 29mm sapien 3 valve and annuloplasty ring using a right transfemoral trans-septal approach. No complications or edwards malfunctions were listed. The implant was a success with no evidence of perivalvular regurgitation or intravalvular regurgitation and no significant gradient. Leaflet restriction of an implanted valve may be a manifestation of structural valve deterioration (svd). Structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis) is listed in the instructions for use for the tavr procedure and are known potential risks associated with the device. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the motion restricted leaflet could not be confirmed, however, may be due to structural valve deterioration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
Approximately 4 years and 8 month post implant of a 29mm sapien 3 valve in the mitral position, the valve¿s anterior leaflet appeared frozen and fibrotic. A second 29mm sapien 3 valve was implanted within the first valve. At the time of the report the patient was doing well.